Event description:
Customer was using the tight proxabrush after dinner and the brush end broke off during use and customer accidentally swallowed it, customer said they think they bent the brush at the wire by mistake before hand, customer was feeling ok.

Manufacturer narrative:
Complaint not confirmed.